Manufacturer narrative:
On march 05, 2026, novocure received additional information from the study site. Temozolomide treatment details were updated. Concomitant procedure details were added. Treatment medication details were updated. Non-serious adverse events data prior to start of sae was updated. Outcome has been updated from 'unknown' to 'recovered/resolved'. Follow-up information does not affect causality, expectedness, and reportability assessment of the event.

Manufacturer narrative:
The investigator considered the event of seizure (meddra preferred term: seizure), grade 3/severe in intensity, as possibly related to pembrolizumab or placebo, possibly related to study device, not related to temozolomide and not related to study procedure. In the opinion of investigator, the event was related to radiation therapy. Additionally, per the investigator, the event was associated with the study device because seizures are a recognized side effect. It was also related to pembrolizumab or placebo, as seizures are a known side effect of immunotherapy. The sponsor considered the event of seizure (meddra preferred term: seizure), grade 3/severe in intensity, as not related to pembrolizumab or placebo, not related to study device, not related to study procedure, and not related to temozolomide. The subject's underlying condition of glioblastoma characterized by right frontal and parietal lesions with extensive vasogenic edema at presentation was considered as predisposing risk factor for seizures. The brain MRI findings were largely stable and showed no features suggestive of immune mediated effects. The event of seizure (meddra preferred term: seizure), grade 3/severe in intensity, is considered as unexpected for pembrolizumab or placebo as per the current reference safety information [ib version 24 dated 08-nov-2023], and unexpected for study device as per current reference safety information [ib version 1.0 dated 19-mar-2024]. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " on (B)(6) 2025, the subject was randomized into the study. While enrolled, the patient experienced the serious adverse event of seizure which required hospitalization. The last date of study device use before the event was on 01-feb-2026. On (B)(6) 2026, the subject's friends reported that the subject had suddenly experienced uncontrollable twitching of the left hemiface. During the episode, the subject also felt that his mentation was cloudy. The initial episode of abnormal movements had lasted approximately 15 minutes. On the same day, the subject was hospitalized. At the time of evaluation, the subject condition was near baseline, though his speech was slightly less fluent and had some memory impairment surrounding the seizure events. Emergent stroke neuroimaging had been obtained and had revealed known intracranial malignancy with extensive vasogenic edema, MRI of the brain had shown largely shown stability of the subject's glioblastoma. The subject received dexamethasone (10 mg/IV), and levetiracetam (4 g). On (B)(6) 2026, 3 hour eeg had been completed, results showed no ongoing seizure activity. Vital signs, physical examinations and relevant laboratory results were not reported at the time of this report. Treatment for the event included: dexamethasone (10 mg/IV), and levetiracetam (4 g). On (B)(6) 2026, treatment with study device was temporarily interrupted, no action was taken with the pembrolizumab/placebo, and temozolomide. The event did not subside after interruption of study device and rechallenge information was unclear. On (B)(6) 2026, the outcome of the event was unknown, and on the same day, the subject was discharged from the hospital on loading doses of levetiracetam and dexamethasone. Initial information was received on february 06, 2026.